Event description:
A customer reported a footswitch was sticking and not changing functions during a cataract procedure. The procedure was completed with the same equipment. There was no pt harm.

Manufacturer narrative:
The customer did not request service. These was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).